Event description:
Customer reports the use by date on the aviva test strips vial as 8/31/2009. Manufacturer's batch record confirmed the actual use by date to be 8/31/2008. No adverse event reported. Requested return of suspect device and replacement was sent.